Event description:
It was reported that during implant impaction, the top of the aleutian an inserter inner shaft broke off. There were no adverse consequences to the patient. The procedure was completed successfully with a 30 second surgical delay by using an alternatively available device.

Event description:
It was reported that during implant impaction, the top of the aleutian an inserter inner shaft broke off. There were no adverse consequences to the patient. The procedure was completed successfully with a 30 second surgical delay by using an alternatively available device.

Manufacturer narrative:
H6 has been updated to reflect receipt of the device and completion of the investigation.